Event description:
A surgeon reported that a whitish material appeared when the viscoelastic was injected into the eye during surgery. The surgeon flushed the viscoelastic out of the eye. The procedure was completed with no harm to the patient.

Manufacturer narrative:
A sample was not returned for evaluation, therefore, no lot specific investigation can be done. The syringes are 100% visually inspected, items with foreign material are rejected. A root cause has not been identified. (B)(4).